Event description:
The report rec'd from the affiliate indicated that approx twenty-seven months after the index procedure, the pt was admitted to the hospital with an inferior wall myocardial infarction (mi). The pt had three (3) cypher select stents implanted in overlapping fashion during the index procedure from the ostial to distal left anterior descending (lad) target lesions: a 2.75 x 18 mm stent at 12 atm, a 2.75 x 33 mm stent at 12 atm, and a 3.0 x 18 mm at 14 stent at 14 atm. The event was reported to be a late thrombosis of the overlapping portion of the cypher select 2.75 x 33 mm stent and the cypher select 3.0 x 18 mm stent. The report stated that medication would be administered to dissolve the clots/thrombus and percutaneous transluminal coronary angioplasty (ptca) would be done at a later date. Add'l info obtained indicated that the physician concluded the problem was restenosis and not a late stent thrombosis and also that the previously implanted stents were under-dilated by ivus.

Manufacturer narrative:
Intervention: an interventional procedure was done to treat the restenosis and the under-expanded stents thirty-four (34) days after the pt's previously mentioned mi. Ivus was done, and the distal stent was reported to be expanded to approx 2.0 mm and the proximal stent to approx 2.5 mm. The restenosis and the under-expanded stents were treated by ptca using: an asahi miracle 3 guidewire, a conquest pro 12 guidewire, crescendo 1.5 x 15 mm and 2.0 x 20 mm balloons to 20 atm, an avita 2.75 x 15 mm high-pressure balloon at 26 atm. An add'l cypher select plus 3.5 x 33 mm stent was implanted at 22 atm in the mid portion. Ivus was done again and the stents were found to be well expanded. The flow post-procedure was timi 3. Please note that device (lot# unk) is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report #9616099-2007-00479, #9616099-2007-00480, and #9616099-2007-00481.